Event description:
It was reported in (B)(6) 2013, the patient had increased bilateral pain and numbness in her legs. A magnetic resonance imaging (MRI) of the patient's lumbar spine was ordered. Further information revealed at the time of this report date indicated a dye study was unsuccessfully attempted. The physician was unable to aspirate the catheter, and consequently a revision was done. It was said the distal spinal segment of the catheter had dislodged or migrated. The patient experienced severe spasms and back pain related to the event and was hospitalized post- catheter revision. The patient recovered without sequela. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).